Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. The insulin pump was also received with moisture damage on the motor, battery tube and vibrator assembly. No unexpected black display and vibration during testing. The insulin pump was received with cracked case at lcd window corner and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump got exposed to moisture. The customer reported that the insulin pump had a blank display. The customer's blood glucose was unknown at the time of incident. The customer stated that there was fluid under the lcd display. The customer stated that there were cracks on the screen. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.